Event description:
Additional information received indicated that the x-rays provided confirmed the fracture of the implanted bone screws and migration of the cup from its original positioning.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. It was possible, using provided x-ray images to confirm the reported observation but not the root cause. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative: added: b5.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7 and h6 (patient). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Doi: (B)(6) 2003: patient received bilateral pinnacle/s-rom mom thas to treat pain and dysfunction secondary to end-stage osteoarthritis with severe arthrosis. The patient received bilateral pinnacle cups with 2 dome screws, an utimet metal liners, cocr heads, ztt femoral sleeves and s-rom stems. The surgeon notes the stems were placed in slight varus to accommodate the patient¿s natural anatomy. The procedure was completed without complications. Clinic note dated (B)(6) 2020: patient presents 17 years s/p bilateral tha with pain and walking difficulty of the left hip. Physical exam confirms the pain on passive rom. Radiology reports identify no change to the stems but do suggest loosening and vertical migration of the left cup and a potentially broken acetabular screw. The patient is referred for immediate revision surgery of the acetabular components. Clinical notification indicates the revision surgery was performed on (B)(6) 2020. However, revision operative notes were not provided. Doi: (B)(6) 2003, doe/dor: (B)(6) 2020, left hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for pain with ambulation, migration and loosening of the acetabular cup, implant fracture of screws. Event is serious and is considered severe. Event is definitely related to device and not related to procedure. Date of implant: (B)(6) 2003, date of event: (B)(6) 2020, date of revision: (B)(6) 2020, (left hip).